Event description:
It was reported that there was a low battery voltage measurement, and that the battery voltage measurements have been highly variable over the past 3 months. The device is still in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that there was a low battery voltage measurement, and that the battery voltage measurements have been highly variable over the past 3 months. It was further reported that the device reached elective replacement indicators (eri) prematurely. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis indicates battery voltage - low telemetered battery voltage. On (B)(4) 2010, the telemetered battery voltage was 2.38 v while the daily battery voltage trend measurement was 2.86 v. The device is part of the advisory for this model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4) we received performance data collected from the device and have analyzed the data. Analysis indicates battery voltage - low telemetered battery voltage. On (B)(4)-2010, the telemetered battery voltage was 2.38 v while the daily battery voltage trend measurement was 2.86 v. The device is part of the advisory for this model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4) we received performance data collected from the device and have analyzed the data. Analysis indicates battery voltage - low telemetered battery voltage. On (B)(4) 2010, the telemetered battery voltage was 2.38 v while the daily battery voltage trend measurement was 2.86 v. The device is part of the advisory for this model. The device was returned and analyzed. Calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.